Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer required third-party intervention by a relative, a neighbor, a friend who provided juice, sugar, food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state). Visual inspection was performed on the returned sensor tail, no watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. Visual inspection has been performed on the sensor plug assembly and no issue were observed. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer required third-party intervention by a relative, a neighbor, a friend who provided juice, sugar, food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.